Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler was performed and found no discrepancies. Accelerated stress test 3 hours simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test failed and encountered a pressure leak. The original reservoir was replaced with a known good reservoir, and when the test was ran again pressure could be maintained. After the investigation was completed the original reservoir was put back into the cycler. The cycler underwent and passed a balloon valve actuation test and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp2. Fluid in the hp2 filter is a failure related to the reported symptom code air detected in cassette warning. No other discrepancies were found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The alarm occurred several times. Fluid was discovered in the pump module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that they were not aware of the fluid leak and did not have additional information to provide. Additional information from the patient has been requested but has not been obtained. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The alarm occurred several times. Fluid was discovered in the pump module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that they were not aware of the fluid leak and did not have additional information to provide. Additional information from the patient has been requested but has not been obtained. The cycler is scheduled to be returned to the manufacturer for physical evaluation.